Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure of the spinal cord stimulation (scs) system for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available despite good faith effort requests.